Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 13 events were reported for this quarter. Product return status - 13 devices were received for evaluation. Evaluation status - 1 reported event was confirmed during testing. - 1 device was found to be affected by internal debris. 2 reported events were not confirmed during testing; the device was found to be within specifications. 10 device evaluations are in progress. Additional information - 13 devices are not labeled for single-use. 13 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 13 total events were initially reported. 13 previously reported events are included in this follow-up record. Product return status 13 devices were received. Event confirmation status 11 reported events were confirmed; the cause traced to component failure. 2 reported events were not confirmed. Evaluation results 10 devices were found to be affected by internal corrosion. 1 device was found to be affected by internal debris. 2 devices had no device problem found.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 2 events had patient involvement; no patient impact.